Event description:
It was reported to st. Jude medical that the lead exhibited low impedance after induction testing.as a result, the svc coil was turned off.st. Jude medical technical services discussed that the lead may be compromised and could lead to a device failure if not corrected.